Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to increased thresholds. When trying to reposition, placement difficulties were noted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increased thresholds. When trying to reposition, placement difficulties were noted. A new lead was implanted at the same surgical procedure. Product investigation was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
B2 field was corrected. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity and hi-pot tests. A cut in the insulation was observed. It corresponds to a cut noted in the suture sleeve, therefore, damage is likely due to the suture sleeve removal; dried blood in lead was observed around the cut. The lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.